Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were associated with the third and fourth treatment shocks and were the equipment worn by the patient at the time of passing. This equipment was returned to zoll manufacturing corporation for evaluation. The evaluation includes review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Functional testing still underway. Monitor sn (B)(4) and belt sn (B)(4) were associated with the first and second inappropriate shocks. This equipment was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Functional testing of the belt is still underway. During the incoming functional testing of the monitor, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date monitor sn (B)(4): 01/17/2012, belt sn (B)(4): 02/06/2015, monitor sn (B)(4): 06/24/2014, belt sn (B)(4): 03/23/2013. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event (shocks 1 and 2) was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the two false detections was ECG motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. Review of the event indicates that the patient was treated a total of 4 times in a 10 hour timeframe. The patient initially received two shocks on (B)(6) 2016 at 09:11:42am and 10:22:56am. Motion artifact contributed to the false detections. The patient reportedly has dementia and did not press the response buttons during the event. Following the event, the patient's nurse reported that the lifevest had a burning smell. The patient was issued replacement equipment. Approximately 10 hours later, the patient entered into polymorphic vt at 170 bpm and the device delivered a third treatment at 19:24:09 which converted the rhythm to asystole. Pacemaker spikes were also visible on the patient's ECG recording. The patient's rhythm transitioned back into polymorphic vt at 160bpm. The response buttons were pressed for approximately 3 seconds. A fourth treatment was ultimately delivered during vf at 19:27:41 which was converted to asystole. Pacemaker spikes were agin visible on the patient's ECG recording. There were three additional arrhythmia detections in which the response buttons were used. The patient's ECG at the time showed vf degrading to asystole. It is unknown who pressed the response buttons after the third and fourth shocks. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.